Event description:
Per the info provided to co by the physician's office, another manufacturer's device was removed due to "infection". Note: determination of reportability and categorization of this event was made according to the MFR's policies and procedures and the info rec'd in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause (ref. Sections b1,b2, hi).